Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. Multiple requests for additional information were sent to the customer; however, no additional information was received. Bleeding and right heart failure are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values, as well as a subsection entitled ¿right heart failure¿. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient expired on (B)(6) 2018 due to right ventricular failure. There were no device or therapy issues associated with the outcome. There were no device issues associated with the right ventricular failure. The device operated as expected and will not be returned for evaluation. It was later reported that the cause of death was bleeding.